Event description:
Caught on my lip [lip injury] brush heads dislodged on two occasions-oral-b/power oral care refills [device breakage]. Case narrative: consumer via email stated that the heads on the replacements dislodged on two occasions making them unusable, the third replacement did not fit that rendered the toothbrush unusable. On an earlier occasion, the heads kept getting caught on their lip. No serious injury was reported. 14-jun-2025 follow up-based on new information the product was discarded. No serious injury was reported.

Manufacturer narrative:
14-jun-2025 product investigation results: complained product will not be available.

Event description:
Caught on my lip [lip injury]. Brush heads dislodged on two occasions-oral-b/power oral care refills [device breakage]. Case narrative: consumer via email stated that the heads on the replacements dislodged on two occasions making them unusable, the third replacement did not fit that rendered the toothbrush unusable. On an earlier occasion, the heads kept getting caught on their lip. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.